Event description:
Related to MFR report# 2183959-2012-02981. Related to MFR report# 2183959-2012-02984. The int. Urogynecol journal reported that a (B)(6) woman was implanted with a second miniarc sling to treat recurrent stress urinary incontinence (sui); the date of implant was not provided. It is reported, the pt continued to experience sui and pain after the second implant procedure. Another urologist recommended biofeedback and provided a referral. It was reported that the pt had recurrent urinary tract symptoms, including urinary frequency, nocturia, decreased urinary stream, straining to urinate, and urinary hesitancy. A physical exam could not be done due to "exquisite vaginal pain." A urethrocystoscopy revealed two midurethral sling erosions. One was proximal, measuring 1 cm x 3-4 cm. The second was more distal, measuring 1 cm x 2 cm. The pt was placed on prophylactic antibiotics and the mesh was successfully removed from the urethra utilizing a holmium laser. Six weeks following the laser procedure, a cystoscopy revealed no mesh segments in the urethral lumen. However, the pt still had significant pain and dyspareunia and a second procedure was performed removing the remaining mesh segments outside the urethral wall.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. International urogynecology journal october 2012, article title: management of two synthetic midurethral slings eroded into the urethral lumen. Http://rd.springer.com/article/10.1007/s00192-012-1944-3.